Manufacturer narrative:
Medical device: 694765 lead implanted (B)(6) 2008.

Event description:
It was reported that the right atrial (ra) lead had loss of capture. Interrogation found that the ra lead had low amplitude p waves as well as atrial undersensing. Far field oversensing occurred with increasing and high thresholds. It was reported the right ventricular (rv) lead had low amplitude r waves and ventricular thresholds had increased slightly. Follow up with the company representative indicated the rv lead output was increased. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.